Event description:
Er5 displays on the screen per error code- meter error-replace meter. (B)(6) called in on behalf of the meter user- (B)(6) man. She stated she's had the problem since she first purchased the meter, but just hadn't the time to call in and report it. His son has the same exact meter, so she just been using the son's meter to take his blood sugar.